Event description:
On (B)(6) 2015, the patient underwent a trial procedure. During the procedure, the doctor experienced difficulty implanting the lead in a suitable location. Also, adequate coverage was unable to be obtained. In turn, the procedure was extended by 1.5 hours. As a result, the procedure was abandoned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.